Event description:
A review of service data detected a reportable problem. During servicing, the rear response button on monitor sn (B)(4) was intermittent. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor's rear response button was intermittent. The cause for the intermittent response button was a defective response button. The root cause for the defective response button was unable to be positively determined. No adverse event resulted from the defective response button. The last patient to use this monitor did not report any deficiencies.